Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a button error and battery error alarm. The customer stated that she is at the hospital due to keytones and blood glucose of more than 600mg/dl. The customer stated that she was vomiting and dizzy. The customer stated that she was experiencing unexplained high glucose for the past several hours. It was stated that the customer was treated with a manual injection of 5.0 units. Ran a fixed and prime test and the insulin pump passed the tests. No further info was provided.